Event description:
It was reported that the implant at tooth site #28 was removed. Fractured crown and implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H11: d10 - medical product - zimmer abutment screw, catalog #: unknown / not provided, lot #:unknown / not provided.